Manufacturer narrative:
In process.

Event description:
It is reported that upon impaction the handle loosened.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was not confirmed. The device was returned for evaluation and found in good condition with standard visual wear given the potential field usage lifespan of 4.75 years. No indications of misuse were identified. The left cam is slightly damaged. The device was able to be mated with four (4) rasps with minimal play between the devices. The force needed to disengage the lever appears to be weak but no egregious damage or wear was observed on the spring or linkage. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.